Event description:
Ethibond excel green braided polyester suture 2-0, (3.0 metric) 36" has been misthreaded on multiple occasions onto the sh 26mm 1/2c taper. When the suture kit has been started it tightens up and will not pull out and another one has to be started. I have four (4) in my possession. They seem to be threaded wrong at the manufacturing site.